Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was reprogrammed.

Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2009, dtba1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing. It was also reported that diminished p-waves were noted on the ra lead. The ra lead remains in use. No patient complications have been reported as a result of this event.